Event description:
Revision surgery due to Dislocation.

Manufacturer narrative:
The agent reported; the patient came to surgeon's clinic complaining of pain with a dislocated shoulder and a severely atrophied shoulder. After x-rays confirmed dislocation, the surgeon decided the best treatment was to convert the patient's reverse total shoulder to a hemi shoulder by removing the glenoid baseplate and glenosphere. AGE 81 GENDER Female.Complaint has been evaluated and is similar to report number 1644408-2023-00364; 508-32-204, S803 - Dislocation, Revision Surgery.If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.